Event description:
PICC line catheter tip came off in the basilic vein after blockage was encountered during insertion attempt. During placement of a PICC line in 2008, insertion of a floppy guidewire in the upper aspect of the right arm, it could not be negotiated beyond the proximal right subclavian vein. The native insertion ste was small, 5 to 10 mm in length and the tip broke off, remaining within the basilic vein. Pt was referred to vascular surgery for foreign body extraction, arrangements were made for or intervention with fluoroscopy to localize the fractured PICC and removal. The floppy tip was described as "knotted". A 5 fr. Single-lumen bard polyurethane cat. Event abated after use stopped or dose reduced? Yes. Reason for use: IV antibiotic therapy access.